Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5110259/5111204.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). It was also noted that the leads have multiple impedances resulting in inadequate stimulation. The patient underwent an explant procedure. The patient was doing well postoperatively. The explanted device components will not be returned due to hospital policy.